Event description:
A tandem mobi cartridge alarm was reported by the caller, which occurred during the load process, but it did not adversely impact the customer's blood glucose level. Despite previous alarms with consecutive cartridges, this specific issue had not been reported before with this pump serial number. Tandem technical support confirmed the alarm and resolved the issue by sending a replacement pump, instructing the customer to put the problematic pump into storage mode before returning it and advising that the pump settings and cgm need to be connected to the replacement unit. The customer will continue using the current pump or mdi as backup therapy if the pump fails again.